Event description:
It was reported that a pc unit had error 800.8000. This was noted by the hospital's clinical engineering team while reviewing the device logs. There was no reported patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a pc unit had error 800.8000. This was noted by the hospital's clinical engineering team while reviewing the device logs. There was no reported patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.